Event description:
Eval revealed that the pump's display screen was misaligned causing a force sensor connection issue.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. The force sensor pins were intact and fully inserted into the pcb sockets at the time of eval. There were multiple loss of prime warnings associated with zero force observed in the pump history. The pump lost prime immediately after it was primed during eval.